Event description:
It was reported that a user¿s ilet bionic pancreas did not display dexcom g7 glucose readings despite the sensor having been active for more than 30 minutes, while glucose values were visible in the dexcom app, suggesting a communication issue between the cgm and the ilet. Symptoms included no reported adverse clinical effects. Outcomes included no change in clinical status and no medical intervention or hospitalization. Investigation included user-level troubleshooting and education to restart the ilet and allow time for reconnection. Investigation of this case revealed that the issue was consistent with cgm signal loss to the ilet while the sensor continued to function with the dexcom app. It was concluded that a communication disruption occurred between the cgm and the ilet, and the user was advised to attempt reconnection and call back if the issue persisted.